Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that electrogram (egm) review was requested for this brady device due to early junctional rhythm that fell into the cross-chamber ventricular blanking after pace and a ventricular paced beat was delivered at the av delay timing. This was resolved by decreasing the lower rate limit by 10 bpm. Attempts were made to obtain additional information regarding the model/serial number and patient information; at this time no further information is available. If additional information becomes available this report would be updated at that time. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. -- correction to d4: model number and serial number were updated.

Event description:
It was reported that electrogram (egm) review was requested for this brady device due to early junctional rhythm that fell into the cross-chamber ventricular blanking after pace and a ventricular paced beat was delivered at the av delay timing. This was resolved by decreasing the lower rate limit by 10 bpm. Attempts were made to obtain additional information regarding the model/serial number and patient information; at this time no further information is available. If additional information becomes available this report would be updated at that time. No adverse patient effects were reported.